Manufacturer narrative:
Based on the provided information, it was not possible to clarify which procedure caused the reported injury. Product labeling instructs the customer as follows: "contact with moving parts may result in personal injury" and "do not touch any parts of the system except those parts specified". The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that the operator of the cobas 4000 c (311) stand alone system hit her hand on a probe when performing maintenance on the analyzer. The system was powered off and the operator was changing the cuvettes on the system. Normally, the operator moves the sample probe into a rinse station to get it out of the way. When changing the cuvettes on (B)(6) 2019, the operator did not do this. The probe was out of the way, but when changing the cuvettes, the operator hit her hand on the probe. The operator was wearing gloves and the probe punctured the glove, breaking the skin. The operator went to the emergency room per laboratory protocol. In the emergency room, the affected area on her hand was cleaned and blood was collected for infectious disease testing. The operator also was offered and received prophylaxis treatment. The operator's physician felt it was best to start the operator on (B)(6) and (B)(6) due to the exposure. The operator is currently ok. The daily maintenance section of the operator's manual states, "caution! Risk of infection! A probe tip can easily pierce a protective glove."